Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump became frozen on an "after bolus bg reminder" and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. The touchscreen froze after the blood glucose (bg) reminder. The customer declined to test bg level. Customer was able to clear reminder and resume insulin. The customer will continue to use pump for insulin therapy.